Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier instrument prongs on the end of instrument were not holding the clip correctly and making it hard for clip to release after firing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use without anything noted out of the ordinary. The issue occurred while attempting to clamp on a vessel or tissue bundle. The clip applier jaws remained static when the surgeon commanded movement. The issue was related to an unsuccessful clip application. The issue was not related to the clip opening after closure. Clips used were large weck. The vessel or tissue bundle was not larger than that listed in the instruction for use (IFU). The incident occurred on the second clip application. They resolved the issue by opening another instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. The complaint was confirmed by failure analysis.